Event description:
A review of the surgeon's report indicates that after using duramesh msi-2015 / lot #cb04pzb on a surgery performed (B)(6) 2023 the patient was observed on (B)(6) 2023 to require post-surgical intervention. The patient was admitted for an oncologic procedure and fascial closure with duramesh. The knots appeared to come unsecured post-surgery. Number of patients: 1.

Manufacturer narrative:
The case was identified in the serious adverse events section of an interim registry report prepared by staff at (B)(6) university in preparation for journal publication in frontiers in surgery. Surgeon reported to manufacturer in a follow-up verbal interview that the device knot became unsecured due to only applying 3 throws, not alternating, a lapse in technique and user error. Post-surgical inquiry indicates patient has fully recovered.